Manufacturer narrative:
Follow-up #1: date of submission 03/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box and alarm history showed no evidence of sporadic or random alarms. The alarms in the black box and alarm history were associated with normal pump usage. The pump powered on with returned battery cap. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboot, loss of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was alarming randomly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.